Event description:
Device report from synthes europe reports an event in (B)(6) as follows: an originally implanted alveolar distractor had broken and was not distracting, therefore a second surgery was required. The distractor was reportedly working fine before the surgeon closed the incision for the initial surgery. When the surgeon removed the device, the distraction body and internal mechanism had become bent. The patient did not suffer any adverse effects other than the revision surgery.this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: an investigation showed that the alveolar distractor was analyzed for specification conformance and the device history record was researched. No abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. Based on these findings, the cause of failure is not due to any manufacturing non-conformances. Based on the complaint description, the distractor was exposed to too much lateral stress, which can lead to a deformation of the housing, the spindle and finally to a breakage of the spindle like in this case.

Manufacturer narrative:
Device used for treatment, not diagnosis. Additional narrative:subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found.(B)(4): placeholder.